Event description:
It was reported that the orion catheter became stuck in a bent position and remained bent after removal from the body. During a repeat atrial fibrillation procedure to treat peri-mitral atrial tachycardia (peri-mi at) in the left atrium, an intellamap orion catheter was selected for use. The left atrium was mapped and energization was performed. Energization was delivered into the coronary sinus; it was then retracted to the left atrium and repeatedly performing mapping during the procedure. However, the orion's bending suddenly got stuck. Despite returning the catheter's curve to neutral, it still remained tilted at approximately 30 degrees. In that state, it was retracted into the sheath and the catheter was then replaced and the procedure was completed with a different device of the same model. There were no patient complications. The device will not return for analyis.

Manufacturer narrative:
G4 premarket / 510(k): k192360, k220796. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.